Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information was received on 15oct2018. The patient was diagnosed with ogilvie syndrome, also had small bowel loop dilation and ileus. The patient had both diarrhea and lack of bowel movements. The patient required manual disimpaction, osmotic laxative, nasogastric tube. The patient continued to have clinical decline. The patient¿s white blood count was elevated, had pyuria, acidosis, volume retention, electrolyte imbalance, hypoxia, poor oral intake, increased lethargy and possible infection. The patient was seen by multidisciplinary team including but not limited to general surgery, infectious disease and kidney specialists. The patient was deemed not surgical candidate for any gi procedure. The device had low flow alarms, there were no device related issues reported. The patient had multiorgan failure and subsequently expired. The lvad clinician could not confirm or deny that the outcome was device related.

Manufacturer narrative:
B2 - correction: date of death; h4 and h8 - correction . No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 3 months no further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the log files were submitted for review. Review of the log files by the manufacturers technical services representative showed a pump off command on (B)(6) 2018. A minute after the pump off command, the driveline was disconnected. There were also low flow hazards observed throughout (B)(6) 2018. Additional information received on (B)(6) 2018 stated that both the pump off command and driveline disconnect were intentional. The patient had expired. Additional information received on (B)(6) 2018 stated that the cause of death was multi-organ failure. It was also stated that it was undetermined if the death had been device related.